Event description:
Hcp noted that with the biotronik device, lv lead was programmed to a different vector and lv threshold was much higher than the currently programmed vector with the medtronic device. She noted that the lv lead may have lost capture when programmed to prior vector. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).